Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with spinal deformity correction for spinal therapy. It was reported that the rod dislodge, bop failure, requires revision spine surgery to refix the dislodge rod. There were no patient symptoms reported. There were no further complications reported regarding the event. The patient is due for revision surgery. Surgery happened on (B)(6) 2020 but when exactly dislodgement of rod happened, that is difficult to comment. Patient went for the x-ray, realized that rod has came out so exact date of the event will not be able to get. Screws were explanted during the revision surgery performed to correct the dislodged rod.